Manufacturer narrative:
Two returned samples were evaluated and were determined to meet the drawing specifications, and no functional abnormalities were identified.

Event description:
A customer reported that the closed suction catheter is too short for the tube, because the tip is not coming out of the tube but stays in the tube. The issue occurred during patient use involving a small child. After two days of use, the child was noted to be hypoxic. The staff changed the catheter to a different brand and a lot of secretion was sucked out. The child improved after using the different brand product. This complaint was only with the small sizes, not for the large children.